Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -12.5/1.00/139 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vaulting; significant reduction of irido-corneal angles and irido-corneal touch. A replacement lens of the same model but shorter length was implanted on (B)(6) 2021 and this resolved the problem. The cause of the event was noted as "lens size change".

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).